Manufacturer narrative:
Returned device was received in poor physical condition. It was missing the air detector door and had a broken mount block assay. During the evaluation of the device, the mount assay was damaged which was causing the reported issues. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical fluid warmer had an air detector clamp not working. There were no reported adverse events.